Event description:
The pt was revised because the bearing cracked. The patella had areas of oxidation.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for reviewing and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient info. It was noted the product was implanted for approx seventeen yrs prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.